Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to replace the dual diluent filters and prime the instrument to resolve the issue. The customer then verified the repair to meet the specified requirements per established procedures. A field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue. In conclusion, failure mode of the event is attributed to the dual diluent filters. (B)(4).

Event description:
The customer reported a leak of less than 1 milliliter from the probe of the coulter act diff analyzer at the end of instrument startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.